Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products - unknown taper stem, lot # unk. Concomitant medical products - unknown ringloc cup, lot # unk. The following could not be completed with the limited information provided. Age or date of birth, weight, device product code - ni, expiration date - ni, unique identifier (UDI) # - ni, date implanted - ni, manufacture date ¿ ni. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It is reported that a patient was revised due to dislocation. No further information is available at this time.